Manufacturer narrative:
Additional information: based on the received information and measurements from the field, a damage to the active electrode due to excessive mechanical stress is likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Latest in situ measurements show channels affected by high impedances on the concerned right side. The user's parents would like to wait a few months for the child to mature more before going ahead with reimplantation.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Latest in situ measurements show channels affected by high impedance on the concerned right side. The user has been re-implanted.

Event description:
Latest in situ measurements show channels affected by high impedances on the concerned right side. The user's parents would like to wait a few months for the child to mature more before going ahead with reimplantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.